Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.

Event description:
It was reported that the customer's fill estimates were inaccurate after loading a cartridge with insulin. There was no patient involvement as the customer was not using the pump at the time.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.